Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life w/ damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 06/03/2016 . Device evaluation: the device has been returned and evaluated by product analysis on 05/18/2016 with the following findings: a review of the pump¿s black box revealed frequent low battery warnings and replace battery alarms. There was corrosion observed in the battery compartment. A leak test showed a leak at the battery compartment. The pump was opened and there was moisture damage found on the printed circuit board. The short battery life was due to moisture damage. Unrelated to the original complaint, the threads on the battery cap were found to be stripped. A test battery cap was used and was able to hold for testing.